Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device perforation on the left side"), device dislocation ("essure was protruding 5 mm"), uterine perforation ("malposition of essure device location of device: uterus, /migration of essure device location of device: uterus") and genital haemorrhage ("excessive bleeding") in a 37-year-old female patient who had essure (batch no. A688682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's concurrent conditions included overweight, endometriosis, abdominal pain, dysmenorrhea, sore throat and fever. Concomitant products included carisoprodol, estradiol, hydrocortisone acetate and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced back pain ("back pain") and urinary tract infection ("infection (bladder/ urinary tract/ vaginal): possible urinary infection"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal menrrhagia)"). In (B)(6) 2016, the patient experienced menopause ("hormal changes describe diagonsis menopausal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), pyrexia ("fever"), dysuria ("pain with urination /bladder or urinary problems or changes: dysuria"), rash ("allergic or hypersensitivity reaction type: face rash"), cataract ("vision/eye problems type: cataracts"), fatigue ("fatigue"), weight increased ("weight gain/loss specify which one: weight gain"), gastrointestinal motility disorder ("other injury(ies) or complication(s) please describe: after surgery, had difficulty with bowel movements") and uterine inflammation ("chronically inflamed uterus"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy), and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, genital haemorrhage, nausea, back pain, pyrexia, dysuria, cataract, gastrointestinal motility disorder, menopause, urinary tract infection, uterine inflammation and menorrhagia outcome was unknown. The reporter considered back pain, cataract, device dislocation, dysuria, fallopian tube perforation, fatigue, gastrointestinal motility disorder, genital haemorrhage, menopause, menorrhagia, nausea, pyrexia, rash, urinary tract infection, uterine inflammation, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Ultrasound scan - on (B)(6) 2015: showing that the essure was protruding 5 mm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received: added patient demography, medical history, lot number, product details, concomitant medications, new events: allergic or hypersensitivity reaction type: face rash, malposition of essure device location of device: uterus/ migration of essure device location of device: uterus,, cataracts, fatigue, perforation (uterus), weight gain, menopausal, urinary infection , device monitoring procedure not performed, chronically inflamed uterus and had difficulty with bowel movements. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device perforation on the left side"), device dislocation ("essure was protruding 5 mm"), uterine perforation ("malposition of essure device location of device: uterus, /migration of essure device location of device: uterus") and genital haemorrhage ("excessive bleeding") in a 37-year-old female patient who had essure (batch no. A688682-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, endometriosis, abdominal pain, dysmenorrhea, sore throat and fever. Concomitant products included carisoprodol, doxycycline, estradiol, hydrocortisone acetate and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On (B)(6) 2015, the patient experienced back pain ("back pain"), dysuria ("pain with urination /bladder or urinary problems or changes: dysuria") and urinary tract infection ("infection (bladder/ urinary tract/ vaginal): possible urinary infection"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal menrrhagia), prolonged bleeding"). In (B)(6) 2016, the patient experienced menopause ("hormal changes describe diagonsis menopausal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), pyrexia ("fever"), dermatitis allergic ("allergic or hypersensitivity reaction type: face rash"), cataract ("vision/eye problems type: cataracts"), fatigue ("fatigue"), gastrointestinal motility disorder ("other injury(ies) or complication(s) please describe: after surgery, had difficulty with bowel movements"), uterine inflammation ("chronically inflamed uterus") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, genital haemorrhage, nausea, back pain, pyrexia, dysuria, cataract, gastrointestinal motility disorder, menopause, urinary tract infection, uterine inflammation, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered back pain, cataract, dermatitis allergic, device dislocation, dysuria, fallopian tube perforation, fatigue, gastrointestinal motility disorder, genital haemorrhage, menopause, menorrhagia, nausea, pyrexia, urinary tract infection, uterine inflammation, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Ultrasound scan - on (B)(6) 2015: results: showing that the essure was protruding 5 mm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, most recent follow-up information incorporated above includes: on 1-feb-2019: pfs received event " abnormal bleeding (vaginal)" was added. Concomitant drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device perforation on the left side"), device dislocation ("essure was protruding 5 mm"), uterine perforation ("malposition of essure device location of device: uterus, /migration of essure device location of device: uterus") and genital haemorrhage ("excessive bleeding") in a 37-year-old female patient who had essure (batch no. A688682-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's concurrent conditions included overweight, endometriosis, abdominal pain, dysmenorrhea, sore throat and fever. Concomitant products included carisoprodol, estradiol, hydrocortisone acetate and levothyroxine. On (B)(6)2013, the patient had essure inserted. On(B)(6)2015, 1 year 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On 13-jan-2015, the patient experienced back pain ("back pain") and urinary tract infection ("infection (bladder/ urinary tract/ vaginal): possible urinary infection"). On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In february 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal menrrhagia)"). In july 2016, the patient experienced menopause ("hormal changes describe diagonsis menopausal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), pyrexia ("fever"), dysuria ("pain with urination /bladder or urinary problems or changes: dysuria"), dermatitis allergic ("allergic or hypersensitivity reaction type: face rash"), cataract ("vision/eye problems type: cataracts"), fatigue ("fatigue"), weight increased ("weight gain/loss specify which one: weight gain"), gastrointestinal motility disorder ("other injury(ies) or complication(s) please describe: after surgery, had difficulty with bowel movements") and uterine inflammation ("chronically inflamed uterus"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy), surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, genital haemorrhage, nausea, back pain, pyrexia, dysuria, cataract, gastrointestinal motility disorder, menopause, urinary tract infection, uterine inflammation and menorrhagia outcome was unknown. The reporter considered back pain, cataract, dermatitis allergic, device dislocation, dysuria, fallopian tube perforation, fatigue, gastrointestinal motility disorder, genital haemorrhage, menopause, menorrhagia, nausea, pyrexia, urinary tract infection, uterine inflammation, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Ultrasound scan - on (B)(6)2015: showing that the essure was protruding 5 mm concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, most recent follow-up information incorporated above includes: on (B)(6)2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device perforation on the left side"), device dislocation ("essure was protruding 5 mm") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), back pain ("back pain"), pyrexia ("fever") and dysuria ("pain with urination"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, nausea, back pain, pyrexia and dysuria outcome was unknown. The reporter considered back pain, device dislocation, dysuria, fallopian tube perforation, genital haemorrhage, nausea and pyrexia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: showing that the essure was protruding 5 mm. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.